Manufacturer narrative:
The reported field event premature battery depletion could not be confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the implantable cardioverter defibrillator had prematurely depleted. The device was explanted and replaced.

Manufacturer narrative:
No additional information was reported/additional information was requested but not received.

Event description:
New information received noted that the patient's condition was stable post-procedure.